Manufacturer narrative:
The investigation has been completed. The pump was not returned for investigation. Total case run time was 30 hours. A data log was not provided for the first three hours of pump operation. The provided data log showed no signs related to high purge pressure. The cause of the high purge pressure issue was not determined since the product was not returned and sufficient clinical information, including data logs, was not provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had placed a impella cp pump for the support of a cardiogenic shock and acute myocardial infarction patient. The pump was placed but the team had high purge pressure that warranted troubleshooting with tissue plasminogen activator added to the purge and conversations with the central serous chorioretinopathy. There was no patient harm.